Event description:
A cardizem drip was started in the ER on IV pump. When the pt reached the ICU, there should have been 80 cc's left in the bag. There was on 30 cc's. The "volume to be infused" amount on the pump did not change.